Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the screwdriver was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found no evidence of a device breakage. The device was received missing the sleeve sub-assembly component. There were light surface scratches along the outer driver sub-assembly. The distal tip on the inner driver sub-assembly was slightly discolored, the tip was in good shape and should be functional. The green ring by the base of the inner driver sub-assembly was also discolored/faded, the fading can be attributed to normal wear. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. There is no evidence of a device breakage, the device is missing the sleeve sub-assembly component. Although no definitive root-cause can be determined for the missing component, it is possible that the sleeve was lost during a sterilization cycle or misplaced while in use/storage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.